Event description:
It was reported that a loss of signal and a force sensing issue were accompanied with an inconsistent irrigation flow/flush performance on the ablation catheter, despite proper setup and troubleshooting. An 'indifferent electrode overheating' error displayed. During a cavotricuspid isthmus (cti) procedure to treat atrial flutter, an intellanav stablepoint was selected for use. The catheter was inserted into the body and the warm up period was started. Anatomy was mapped with no issues. It was observed that the irrigation tubing had not been connected, so the device was withdrawn from the body. Tubing was connected and the device was fast flushed through the pump; no fluid was observed inside the clear tube between tip and ring electrodes. No physical damage observed to the catheter tip region (between tip and ring electrodes). The heparinized saline was observed to not be flushing through as expected. The catheter was manually flushed and the tubing was repositioned on the intellagen pump. Flushing improved, but was still not as expected, requiring the physician to manually force flush the catheter again. The tubing was reconnected and the device was then flushing appropriately at a 30ml/min flow rate. The catheter was reinserted. It was observed that when zeroing, that there was no signal on the ablation catheter. The nature of the impedance issue was variable. Ice was not set up inside the patient. Multiple ablations were performed, but the signal was not attenuating. There were good impedance drops and ablation auto tags dropped on the map. The contact force was zeroed multiple times and it was reading that there were grams of force on tissue. It was observed mid-case that the intellagen generator was beeping with an icon on it, indicating 'indifferent electrode overheating'. Software version 7.0 was installed. The catheter was replaced with a non-boston scientific device, and the procedure was completed successfully. No patient complications were reported.